Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: review of the black box data revealed the last basal delivery was recorded on 09-mar-2018. The last bolus delivery was a 2.5-unit ez-carb normal bolus recorded on (B)(6) 2018 at 10:32. The total daily doses added up to correctly reflect the user¿s programmed basal rates. On examination, the cartridge compartment was found to be intact and without damage. The cartridge compartment threads were intact and without damage. The cartridge cap that was returned with the pump for investigation was intact and also without damage to the threads or the cap itself. The cartridge cap was able to fully and properly tighten to the cartridge compartment without difficulty. On investigation, the pump was powered on and exercised for 24 hours without any malfunction. The pump passed delivery accuracy testing. There were no errors, alarms or warnings during the investigation. Investigation did not confirm the alleged pump damaged that was reportedly responsible for the patient¿s serious adverse event. The pump was found to be fully intact, without damage and operating as intended without malfunction. The device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy. Blood glucose measurement was not provided by the reporter; the patient was reported to experience vomiting. The patient reportedly had urinary ketones measuring 2.5 mmol/l. The patient was reportedly taken to the taranaki base hospital where they were seen by a pediatric nurse. The patient was provided treatment in the form of an insulin drip and the patient¿s ketones reported came down to within normal levels and the patient was sent home. The reporter alleged the patient¿s serious event was associated with the insulin cartridge having fallen out of the cartridge compartment because the cartridge cap was not secured properly due to the threads on in the cartridge compartment being ¿worn¿. The reporter stated the patient¿s mother had been asked to inspect the pump¿s cartridge compartment and the mother stated it looked threaded. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a cartridge compartment thread damage/wear issue.